Manufacturer narrative:
Intuvie received a report indicating that an infusion pump exhibited occlusion errors. No failure values were reported. A review of the device's serial number history revealed one similar complaint. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating. The recalibration values are unknown. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump exhibited occlusion errors. No failure values were reported. No patient involvement was reported.